Event description:
Customer using accu-chek advantage system. Customer reports back to back testing on the same metere with results of 46 mg/dl, 76 mg/dl, and 77 mg/dl. Location of testing was not provided. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.